Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient reported experiencing red heart alarms and his wife could hear pump grinding noises. A vent filter was sent to the manufacturer and the results confirmed bearing wear. Three days later, the patient's pump began to alarm and the pump stopped. The patient was hand pumped while being transported to the hospital where he was placed on pneumatic support using an ip console and stroke volume limiter (svl). A decision was made by the hospital to replace the lvad with another lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's lvad device. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.